Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaulation.

Event description:
It was reported, "leakage from the piccline end. I removed the injection valve with drip unit after given chemotherapy treatment. Had flushed through with 200ml of common salt after the last bag of cytostatics. When I removed the injection valve to put in a new one, fluid mixed with blood backed up directly onto the patient's arm. I naturally washed the patient with soap and water immediately afterwards. Haven't heard that he had any side effects/symptoms/but after the incident. Treatment infused: immunotherapy pembrolizumab and cytostatics carboplatin and pemetrexed."

Event description:
It was reported, "leakage from the piccline end. I removed the injection valve with drip unit after given chemotherapy treatment. Had flushed through with 200ml of common salt after the last bag of cytostatics. When I removed the injection valve to put in a new one, fluid mixed with blood backed up directly onto the patient's arm. I naturally washed the patient with soap and water immediately afterwards. Haven't heard that he had any side effects/symptoms/but after the incident. Treatment infused: immunotherapy pembrolizumab and cytostatics carboplatin and pemetrexed."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter valve failure was confirmed and was determined to be use related. The product returned for evaluation was a 4fr single lumen powerpicc solo with a needleless injection cap. Use residue was observed on the sample. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration; however, after charging the catheter with water and holding it vertically, water leaked through the valve. Microscopic inspection of the valve revealed biological residue adhered on and around the valve slit, preventing complete valve closure. After the residue was cleared from the valve, the valve appeared well formed. The valve failure likely occurred due to the residue adhered on the valve slit which prevented the valve from completely closing. This complaint will be recorded for future trending and monitoring purposes.